Event description:
It was reported that this patient experienced two recent syncopal episodes, both of which caused the patient to fall and one of which resulted in facial bruising and a bloody nose. The patient presented to the hospital on friday and device data review indicated pacing inhibition due to over-sensing resulting in seven seconds of asystole. The patient was pacemaker-dependent. A boston scientific field representative attended the hospital where device maneuvers were performed and pacing inhibition was observed on the real-time electrocardiogram. The patient indicated feeling dizzy during the maneuvers. The patient was instructed to remain still and an interrogation was performed. It was observed the device was in safety mode. It was alleged the device battery was prematurely depleting. An emergent device replacement procedure was carefully performed the same day with minimal inhibited paced beats. A new device was subsequently implanted to resolve the event and the patient was stable. This device is expected to be returned for analysis, but has not yet been received.